Manufacturer narrative:
Insulin pump was received with unresponsive buttons, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 51 mg/dl. The customer treated her low blood glucose level with carbs. Standard troubleshooting was performed. The customer had jogged while wearing the insulin pump in an event. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.